Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with his sets and stated that they are causing him to have high blood glucose readings. Customer stated that his blood glucose readings went over 600 mg/dl in the past. Customer stated that his needle came out straight and he did not receive an alarm. Customer mentioned having bent cannulas in the past as well as no delivery alarms that were resolved by a complete set change. Customer also mentioned getting a skin reaction to the tape. No further information reported.